Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion was located in the non-calcified and moderately tortuous left cephalic vein. The physician advanced the 5.0 x 40 sterling balloon dilatation catheter to the intended location and inflated the sterling balloon to 7 atms. Next, the sterling balloon was inflated to 14 atms and ruptured during this inflation. The procedure was completed with cutting balloon angioplasty and postdilation. No patient complications were listed and the patient's status was reported as 'good'.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: a visual and tactile inspection of the device revealed that the proximal hub and shaft presented no damage or irregularities. Microscopic examination of the distal end of the catheter revealed a longitudinal tear in the balloon wall. The tear was approximately 3cm long which started at the distal end of the balloon. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion was located in the non-calcified and moderately tortuous left cephalic vein. The physician advanced the 5.0 x 40 sterling balloon dilatation catheter to the intended location and inflated the sterling balloon to 7 atms. Next, the sterling balloon was inflated to 14 atms and ruptured during this inflation. The procedure was completed with cutting balloon angioplasty and postdilation. No patient complications were listed and the patient's status was reported as 'good'.